Manufacturer narrative:
(B)(4). Batch # t5ep58. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage with a gst60t cartridge loaded in the device. Additionally, the reload was received with the right side partially fired 1/3, left side fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric sleeve procedure the staple formed correctly on the stomach side but didn't form at all on the specimen side. They oversewed and used a similar device to complete the case. There were no patient consequences.